Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer was using humulin u500 insulin with the pump. Tandem customer technical support informed customer that humulin u500 insulin is off-label per the user guide. Customer cleared alarm and resumed insulin to resolved the occlusions.